Event description:
The patient had a concomitant surgical procedure of aortic valve replacement through sternotomy. During the same procedure a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by an ft-10 generator were used. The left atrial appendage was stapled. Left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block were achieved. 6 days later, the patient experienced a tachybradycardia. A sinus rhythm with first-degree av block was noted for a period of time, the patient continued to have intermittent periods of junctional rhythm. The ep was consulted after two day, the patient underwent a permanent pacemaker (ppm) using a medtronic dual chamber pacemaker with left bundle branch area pacing. There was no intra procedural complications. They did not observed sinus node function since surgery, noted on post-op day 5. The sinus node was possibly injured during the surgery. Post-op, the patient had been in junctional rhythm rate of 40s to 50s with occasional rare sinus beat. The patient was recovered/resolved 1 day post ppm. The adverse event was deemed by the site as possible related to the study devices, study procedure and concomitant procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.